Manufacturer narrative:
Additional information: issues were noted after the euphora balloon catheter had been inserted. A drop in pressure on the inflation device was noted. The euphora balloon catheter was not moved or re-positioned prior to the burst. The physician completed the procedure with another euphora balloon catheter (20 x 12 mm). It was stated that the same inflation device was successfully used with other devices. A photograph of a euphora balloon received was analysed. It is evident that liquid is exiting the distal portion of the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one euphora rx ptca balloon catheter to treat a mildly tortuous lesion located in the mid diagonal branch. The device was inspected with issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred during the initial inflation of the balloon at 6 atm. It was stated a balloon leakage occurred in the distal part of the balloon. The patient was reported to be alive with no injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.